Manufacturer narrative:
This transducer was returned from the customer during a change in our decontamination vendor. Part of the validation process of this new vendor included purging of returned transducer stock which included this transducer. Since the device was inadvertently scrapped prior to evaluation, no failure analysis could be performed. Since the device was inadvertently scrapped prior to evaluation, no failure analysis could be performed.

Manufacturer narrative:
Evaluation of the transducer will be included in a follow up report upon its return and investigation completion.

Event description:
A customer reported an s8-3t model transducer was producing artifacts in images. There was no injury associated with this event.